Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a right laparoscopic colectomy with extracorporeal ileocolic anastomosis, while on ileocolic anastomosis, after firing and transection, both sides of the anastomosis were inspected and found to be satisfactory. Five days following the initial procedure, the patient developed peritonitis and an ileocolic anastomotic fistula, necessitating reintervention. Upon inspection of the staple line during the reoperation, no staples were found and the staple line had not held or had opened up. The patient required a second intervention, which was performed as an open surgery, and the anastomosis was redone using a manual stapler and reload. The patient experienced extended hospitalization.